Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Information received from the nurse reported that the patient had an altered mental status and a urinary tract infection. The patient was hospitalized on (B)(6) 2015 for the both issues. It was unknown if there was a suspected problem with the implantable neurostimulator (ins). The patient had a CT scan already and was to undergo an MRI of the spine. It was noted in the report that the patient's status was "much better". The indication for use for the implanted device was noted as non-malignant pain. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.